Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On an unknown date, the patient reported that infusion set's tubing was detached from connector, prior to insertion and this issue occurred with four infusion sets. Therefore, the patient's blood glucose level was 315 mg/dl at the time of the event. Moreover, the expiration date of the infusion set is (B)(6) 2025. Further, the patient replaced infusion set and insulin was resumed successfully. No further information was available.